Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a diagnostic angiogram, an 8f vip angio-seal was selected for use in the right femoral artery. In 2009, the patient had a coronary intervention and an 8f angio-seal was used in the right femoral artery. The following month, another coronary intervention was performed and an 8f angio-seal vip was selected for use in the right femoral artery. Two weeks later, the patient experienced symptoms in the right leg. Two months later, the patient had a left and right lower extremity angiogram via the left femoral artery which revealed a 90% lesion in the right femoral artery; therefore, angioplasty was performed in the rfca. The patient has recovered. No additional information is available.